Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is possible the malfunction was a suture retrieval issue; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a bilateral arteriotomy closure of the left and right common femoral arteries (lcfa and rcfa) using the pre-close technique via a 5f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, one proglide device failed to deploy properly in the lcfa and one proglide device failed to deploy properly in the rcfa. The proglide device in the lcfa also got stuck in the vessel. Manual compression was applied and a surgical cutdown was performed to remove the device. The suture of a new device was successfully pre-placed at each access site. The sheath was upsized to 16f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed sutures at both access sites. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.